Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: it was reported that particles were observed inside an IV bag. For investigation, one IV bag, one l-connector, and a spike set not manufactured by bd were provided to our quality team. Upon inspection, a gray particle was observed inside the infusion bag, verifying the reported concern. Based on visual characteristics it was determined that the particle was consistent with material from the rubber stopper of the infusion bag. No damage or related defects were identified within our device that could have contributed to this observation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As a lot number for the l-connector was unavailable for this incident, a device history record review could not be completed. Coring of the rubber stopper may occur depending on stopper quality, design, or if a poor connection is made. Based on the available information, we cannot definitively identify which spike was responsible for the particle observed, therefore a root cause cannot be identified at this time. Our quality team will continue to monitor complaints for this device and reported condition for any emerging trends.

Event description:
No additional information.

Event description:
Description: it is reported, foreign matter. Event details: it was reported that foreign body found in the abraxane infusion bag. After preparing abraxane, the drug was taken from the vial and infused into the infusion bag through the l connector. Before dispensing, the infusion bag was checked, and a foreign object was found floating in the infusion bag. This is after connecting the protector and injector. The protector and injector were discarded. Abraxane is in the infusion bag.

Manufacturer narrative:
H11. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.